Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a chronic gradual rise in shock impedance measurements, greater than 125 ohms. Technical services (ts) discussed testing options, physiological changes like calcification, and programming options. No adverse patient effects were reported. The lead remains in service. It was additionally reported that this patient underwent defibrillation threshold (dft) tests in single coil configuration, resulting in an open circuit condition. Technical services (ts) strongly recommended rv lead replacement to the physician. The physician mentioned possibly disabling the hv therapy instead of replacing the lead, as patient is not dependent. No additional adverse patient effects were reported. At this time, the lead remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a chronic gradual rise in shock impedance measurements, greater than 125 ohms. Technical services (ts) discussed testing options, physiological changes like calcification, and programming options. No adverse patient effects were reported. The lead remains in service.